Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set had flow issues the following information was received by the initial reporter with the following verbatim: issue: flow issue occurring with the tubing

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that flow issue occurring with the tubing two samples of material number 72213n were submitted for quality investigation. The samples were visually inspected for any damages or abnormalities. No damages or abnormalities were identified. The samples were then primed with water and connected to a sample bd primary infusion set with a backflow valve to determine if the samples of 72213n were causing any issues with flow during a simulated infusion. The infusion sets were tested at a rate of 125 ml/hr for 24 hours. During the simulated infusion, there were no issues with the flow of fluid through the 72213n secondary sets. The customer complaint of flow issues with item 72213n could not be confirmed. A root cause for the failure reported could not be determined due to the failure not being able to be replicated. A device history record review for model 72213n lot number 24023014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.